Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode, critical override, and was slow to log in. A field service engineer found no issues when arrived. The customer confirmed that they had not experienced any slowness while logging in. The station was no longer in critical override or disconnect mode. The network cable between the station and the customer¿s network port was checked, and all connections at the communication sled and all in one (aio) were verified to be securely connected. Network settings were reviewed, and no issues were found. The station was successfully logged into without any problems. The customer logged into the station multiple times, and no issues were observed during the process. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was slow and froze while login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.